Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The tandem user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer was not performing the air removal technique properly and inserting more insulin into the cartridge after it was filled. Blood glucose was not impacted. The issue occurred in the past; therefore, troubleshooting could not be performed. Fill estimate was accurate at the time of report.